Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, the sheath was found to be frayed and could not be advanced properly. When attempted to withdraw the sheath and pass the catheter, the catheter could not be advanced. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8.0fr partially peeled apart sheath was returned for evaluation. Gross, visual evaluations were performed on the returned device. The complaint sample appeared to have residue. The sheath was noted to be peeled until the center portion. The investigation is inconclusive for the reported failure to advance and sheath fracture issues as partially peeled sheath was received and the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure it was noted that the sheath was frayed and could not be advanced properly. Therefore, when tried to pull the sheath out and pass the catheter through, but the catheter could not be passed. The procedure was completed using another device. There was no reported patient injury.